Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete. The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event was duplicated by the manufacturer service technician through functional evaluation, disassembly, and visual inspection. Upon visual inspection, it was observed driveshaft bearing damage. It is possible that a damaged bearing can cause or contribute to the reported event.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.